Manufacturer narrative:
The astral device main circuit board (pcb) was returned to the resmed design house for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 180, battery charging fault and the unexpected restart. Performance testing on the main circuit board (pcb) could not reproduce the device failure, no fault found with the pcb. The investigation determined that the reported event was most likely due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a defective main circuit board (pcb). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed a system fault message (sf 180) indicating a battery charger fault occurred. During the service center evaluation of the device logs, an unexpected restart was also observed. There was no patient injury reported as a result of this incident.